Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. An endurant aortic cuff measuring 28mm in diameter was seen positioned just below the right renal artery. An area of contrast from an unknown type endoleak was seen ~30mm below the right renal artery; the stent graft appeared to have pulled away from the right side of the aorta and calcification was also visible. The stent grafts were essentially straight and no other obvious stent graft issues were observed. The source of the endoleak may be from a proximal type I endoleak due to disease progression. The location of the bifurcate could not be determined from these films; however, a type iii junctional endoleak could not be ruled out. Films during and after endo anchor implant were not provided.

Event description:
An endurant stent graft system were implanted for the endovascular treatment of a ruptured 6 cm in diameter abdominal aortic aneurysm. Eight months later a proximal type I endoleak was observed. The physician implanted and endurant 28x28x49 aortic cuff via the right side resolving the proximal type I endoleak. It was reported that the patient returned for follow up and a CT revealed that proximal to the endurant 28x28x49 is a type ia endoleak. The physician elected to implant 6 heli-fx aptus endoanchors. The proximal type I endoleak was resolved. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.